Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra test strips were peeling upon insertion into the meter. On (B) (6) 2010, the sr medical surveillance specialist spoke with the patient to obtain and verify information. On (B) (6)2010, the patient noted the reported test strips were peeling upon insertion into her one touch ultra 2 meter; the test strips did not turn on the meter and she was unable to obtain a blood glucose reading. During this time period, the patient took her usual meals and insulin, but stated she guessed as to the appropriate doses of insulin to take. On (B) (6) 2010, the patient experienced the symptoms of 'spots before her eyes', shaking and sweating, and she felt low. The patient administered self-treatment with orange juice and felt better afterwards. She did not seek any medical attention. The patient takes humalog regular insulin on a sliding scale. The test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking estimated insulin doses without the benefit of blood glucose readings due to the test strip issue, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.